Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and aligning it with the charger. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months from the date manufacturer became aware of the event.